Manufacturer narrative:
Concomitant product(s): a 6949-58 lead, implanted: (B)(6)2006. Dtba1d1 ICD, implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular lead was capped and replaced about two years earlier due to high threshold. It was also reported that the replacement lead had high threshold. It was capped and will not be replaced due to a device downgrade from a cardiac resynchronization therapy defibrillator (crt-d) to implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.